Event description:
It was reported that the insulin pump had a worn and unresponsive keypad. The caller did not know the blood glucose reading. The caller stated that there was a bad response from the keypad and also observed cracks on the insulin pump near the battery compartment. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.